Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1432. Serial number: (B)(6). Batch/lot number: 238806. Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient presented with inadequate stimulation reporting limited therapy coverage, described as one-sided effectiveness, with no recent history of trauma. It was confirmed that the implantable pulse generator (ipg) was in the correct location and was not contributing to the issue, which was attributed to lead positioning. For this, the patient underwent a replacement procedure for the lead to achieve an improvement in therapy coverage and during the procedure also exchanged and repositioned the ipg. The explanted product was disposed of and was not returned for analysis. Post-operatively, the patient is doing well and reported full coverage.